Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was that the patient's rep (caller) stated the patient told them about maybe 2.5 months ago that the ins was not taking much of a charge anymore and wasn't holding the charge. The patient rep then said about a month ago, the pt saidit wasn't holding the charge at all and said the last time they charged they only got 7/8 of a charge. To further clarify the issue, had the caller plug in implanted neurostimulator recharger (insr) to desktop charger and caller reported insr charging screen came up. At that point the patient came on the phone and further clarified the issue. The patient said their implant would only charge to 7/8 full now and probably a couple weeks ago they started to notice they were not getting any stimulation feeling, described stim feeling as the "shocking". The patient said they would even try to charge for 3 hours, but the ins would never get a full charge. The patient confirmed they would get full coupling, and the ins would normally be fairly full when they went to charge as they charged twice a week. Pt then started a r echarging session and reported full coupling bars with the ins battery a fourth or half full. The patient said there was no lightning bolt in the ins symbol on the screen. It was reviewed how to turn stim on using insr and patient reported lightning bolt came on the screen, but still did not feel stim.